Manufacturer narrative:
The device was returned and an evaluation/analysis was completed. A product history review revealed there are no other complaints related to the reported complaint. No battery related issue was found within the console. The unexpected controller shutdown alarm was not determined due to inability to reproduce. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the procedure, the aic displayed a red alarm indicating battery failure. The aic continued to be used; however, the resolution of the alarm is unknown. No patient harm was reported as a result of the issue.

Manufacturer narrative:
Correction : section d4, and h4 has been corrected as it was inadvertently reported incorrectly in the initial report. Additional information received for which section d9 was updated.